Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Additionally, it was noted that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Device replacement was recommended. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.